Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during procedure the left ventricular lead could not be fixed after multiple attempts. It was noted that there was resistance in the lead when it was placed on the coronary vein. Lead was exchanged and new lead was implanted successfully. Patient condition was stable.